Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd emerald¿ syringe leaked through the green stopper while withdrawing blood. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with a picture of the affected sample. The provided picture presented a leakage through the stopper. Bd could confirm the reported issue. Based on the picture of the affected sample evaluation, bd confirms a drug leak through the stopper. After that, as we have not been able to perform the leakage test and evaluate the affected syringe, we have not been able to establish the accurate root cause. Bd concludes that the probable cause of the problem could be produced because of a damage in the stopper or barrel wall, which during use, produced the reported issue.

Event description:
It was reported that bd emerald¿ syringe leaked through the green stopper while withdrawing blood. No serious injury or medical intervention was reported.